Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). The lot # 25153103 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on (B)(6) 2021 . An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use was observed. Speck of blood was observed on the cannula handle. The scope wash tubing was observed to be cut away from the body of the c-ring. The end of the scope wash tubing was observed to be melted. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. No other visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure mode "break; c-ring¿ was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c ring was broken at the tip and sticking out. They noticed it when they were about to start branch cauterization. They stated that the plastic side of the c ring arm was broken near the c-ring itself. Nothing broke off and fell in the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c ring was broken at the tip and sticking out. They noticed it when they were about to start branch cauterization. They stated that the plastic side of the c ring arm was broken near the c-ring itself. Nothing broke off and fell in the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.